Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined half height drawer 3.2 was failed and indicated open. A field service engineer inspected machine and found a latch sensor was out of the bracket and performed visual inspection of machine to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.2 failed. Customer stated that auxilary drawer 3.2 remains closed and there was delay in patient care work flow. There were no adverse events or injuries reported based on this event.